Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was returned due to "service as needed", however, upon receipt, it was noted that the device had hose damage. The device was not being used during surgery. It is unk if injury or medical intervention occurred and the date of the event is unk as well. No add'l info was provided.